Event description:
The customer reported to olympus, the colonovideoscope "hard to adjust movements out of tolerance low electrical insulation on the tip." The device was returned for evaluation. During the device evaluation, white foreign material was found on the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the scope cover had a chip, due to deformation of the plug unit the water tightness was lost, due to burn on the plastic distal end cover/probe cover, insulation resistance value at the distal end did not meet the standard value, due to the wear of the angle wire bending angle in the up direction it did not meet standard value, the plastic distal end cover/probe cover had a dent, the objective lens had a scratch, the adhesive on the bending section cover/distal sheath (black covering of the bending section) was worn, due to deterioration of the connecting tube there was a metal part exposed. Olympus physical investigation was unable to reproduce the reported "hardening to adjust movements." The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.